Manufacturer narrative:
D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. H3 device evaluated by mfg ¿updated. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, the returned microcatheter was intact but there was some dried blood noted in the hub. The core wire was seen to be broken at the distal end of the device, approx. 190 cm from the proximal end. The core wire was seen to be kinked/bent. The retriever shaped section was intact. The insertion tool was not returned. Functional inspection was not required. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event retrieve broken/fractured during use could not be confirmed as it was the core wire that was fractured. The reported event patient vessel thrombosis could not be confirmed as the event is procedure/patient related. It was reported that on the third pass of subject device 6mm, the stent retriever broke away from the pusher inside the microcatheter, there was a lot of clots from the proximal carotid to middle cerebral artery mca. There was no additional information available. The device was returned, and it was noted that the retriever core wire had been fractured with some kinking noted near the fracture location. It is likely that there may have been difficulties encountered during retrieval of the retriever/ clot resulting in the kinking and fracture to the core wire. An assignable cause of procedural factors will be assigned to the analyzed retriever core wire broken during use and core wire kinked/bent, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited. The reported retriever fractured/broken during use was not confirmed as the core was found to be fractured, therefore an assignable cause of not confirmed will be assigned to the reported retriever fractured/broken during use. Thrombosis is documented in the product IFU as an anticipated procedural complication; therefore, an assignable cause of anticipated procedural complication will be assigned to the reported patient vessel thrombosis.

Event description:
It was reported that during procedure on third pass, the subject stent retriever broke away from the pusher inside the microcatheter and there was a lot of clot from the proximal carotid to middle cerebra artery mca. No additional information is available.

Event description:
It was reported that during procedure on third pass, the subject stent retriever broke away from the pusher inside the microcatheter and there was a lot of clot from the proximal carotid to middle cerebra artery mca. No additional information is available.